Event description:
Reporter indicated that an hp jornada handheld computer would not perform an interrogation. The handheld would start the interrogation and then just stop. The screen would go blank ("like the device had died"). The handheld was returned to the MFR for analysis. Product analysis revealed no anomalies that would support the reported complaint.